Event description:
The consumer states this chair is a rental from roadrunner. The consumer alleges the chair is very tippy and when she leans forward, the chair tips with her. The consumer alleges she fell out of the chair. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51, serial number/date code is unknown. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.